Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via manufacturer representative. It was reported that the pump was empty. The patient was having the pump replaced the date of this report. It was reported that the patient fell and the next time the pump was interrogated, a motor stall was noted. There had been a discrepancy in the volume of the pump. They were going to send the pump in to the manufacturer for analysis. There were no reported symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving prialt (20 mcg/ml at 27.026 mcg/day) and dilaudid (10 mg/ml at 9.009 mg/day) via an implantable infusion pump. The indication for use was spinal pain and post-laminectomy pain. It was reported that the patient was due for a pump refill on (B)(6) 2018 when the nurse interrogated the pump a motor stall was discovered. It was confirmed by the nurse that the pump was audibly alarming that morning but it was unknown if that information was confirmed via the event logs. There was no electromagnetic interference that caused the stall. The patient went to the emergency room and they sent the patient home. No symptoms were reported. The hcp stated that the patient needed the pump replaced but the follow-up doctor was in chicago and that was a few u hundred miles from the patient. It was reported that the hcp had not been able to reach their local device manufacturer representative and requested to have one contact them. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated that the pump logs showed that the motor stall occurred on 2018 (B)(4). It was reported that no actions/interventions were taken to resolve the motor stall. It was noted that they are waiting to replace the pump but they are not sure if they are going to replace the pump now or when the patient goes back to chicago. It was noted that the patient was from the (B)(6) area and a couple times a year the patient goes to (B)(6), which is when the motor stall occurred. It was reported that the patient was going to see a pain management doctor, but it will be up to them if they want to replace the pump or if the patient will wait till the end of (B)(6) to have the pump replaced when they go back to (B)(6) because the patient was not in "good health". It was noted that the patient did not hear the alarm when the motor stall occurred. No further information was reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the location of the device was unknown. No further complications were reported.